Manufacturer narrative:
Investigation completed on a smiths medical medfusion 4000 pump. Complaint of screen glitches, shows random characters on the screen and continuous alarm was unable to be duplicated upon power up and duplicating event. . As preventative measures pcp main board replaced. Also as regular maintenance replaced the cracked top and bottom cases and left plunger case. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed.

Event description:
Information received a smith medical medfusion 4000 pump was returned do to having screen glitches, shows random characters on the screen, continuous alarm. No adverse patient events reported.